Event description:
A customer reported that there was a system message, trouble with the footswitch and coagulator, and the system shut down by itself during the procedure. The surgeon was able to complete the procedure because the main part was already completed before the system shut down. There was no pt harm.

Manufacturer narrative:
The customer reported a system message. The company rep stated that no service has been performed on the system for a long time. The footswitch used with the system was cleaned by a local rep, and the reported footswitch issue was resolved prior to a visit by the company rep. The customer reported a coagulator issue as a result of the hospital staff using the single use cautery instrument several times. The customer reported coagulator (cautery) issue was determined to be unrelated to the system. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).